Manufacturer narrative:
Siemens has reviewed the information provided and has concluded the incident investigation. The customer reported a falsely elevated non-reproducible tnih result on a patient. Quality control (qc) was in range the morning before and evening after testing of the original sample which produced the high result. Original sample repeat and testing of two other samples from the same patient were negative (<99th% cutoff). No other patient samples are thought to be affected indicating that this is potentially a sample related incident. The customer service engineer (cse) checked the system and performed a total service call. No hardware issues were identified. The sample type was serum, the specimen was not respun prior to repeat however it sat, and was not rerun until the following day. Pre-analytic variables can affect the quality of the sample. While there is insufficient information to determine the cause of the initial falsely elevated tnih results, siemens cannot rule out pre-analytical factors or sample issue. The instructions for use (IFU) state in the collecting the specimen section: "samples must be free of fibrin or other particulate matter. The presence of fibrin, red blood cells, or suspended particles may lead to inaccurate results. Serum samples that contain suspended fibrin particles or erythrocyte stroma must be re-centrifuged before testing." No product performance issue is confirmed. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states the following in the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) result was obtained on a patient sample (sample a). Two serial samples (sample b and c) were tested with the advia centaur xpt tnih assay and the results were negative. The physician questioned the initial falsely elevated tnih result. The initial patient sample (sample a) was repeated, and the result was negative. A corrected report was issued. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant falsely elevated advia centaur xpt high-sensitivity troponin I (tnih) result.